Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: dear bd product complaint team: this is the official request for investigation for non-conformance: nc-067925 / CAPA-009011. Nc-067925 summary: extrinsic particulate (cerumen - earwax) observed in final product. Finding: extrinsic particulate identified as earwax (cerumen) was found in one final form-fill bag from batch 26cc4187. When observed: the event was detected on day 10 of the form-fill process. Materials in contact: point-of-contact items included conical tubes, syringes, pipettes, and patient material bags. Verify the implicated material supplier process controls for manufacturing and environment. Microbial concern: slt raised a microbial risk concern and recommended deeper investigation of the manufacturing environment despite radiation sterilization of components. Implication: current controls and materials point to the supplier product as the likely contamination source; follow-up with suppliers and a review of sterility/handling practices are recommended. See below bd material affected. Material 10498400. Material short text 1 ml syringe luer lock. Supplier batch 5219127. Vendor list (catalog number) tv-ref-71477 bd (bd-309628). Sap vendor: sup-0006862 & sup-0000843. Material supplier: (B)(4) (plastic syringe). Manufacturer: becton dickinson & company. Spec document: tv-tec-252426 - ¿best practice and recommendations related to particulate matter in ciltacabtagene autoleucel (carvykti) drug product¿. Affected quantity (actual defective units): tbd. Number of occurrences: this is limited to bag 2 of 2 for lot 26bc4062. Country event occurred: us (B)(6). When was issue detected? (B)(6) 2026. Was affected product used on a patient? No. Sample availability: no. Po: this event has been investigated internally, and we would need to escalate with the material supplier. We want your help investigating the impacted material through this communication. Be sure to consider including the following sections in your investigation report.